Manufacturer narrative:
Patient information was unavailable from the site. The device will not be returned for evaluation as it was consumed in the event. Based on the reported information, there is no evidence suggested that the device was defective, but rather a procedure related event. As noted in the onyx les IFU (instructions for use): ¿adequate fluoroscopic visualization must be maintained during onyx les delivery or non-target vessel embolization may result. If visualization is lost at any time during the embolization procedure, halt onyx les delivery until adequate visualization is re-established. Testing has shown that over-pressurization and rupture can occur if 0.05 ml of onyx les is injected and is not visualized exiting the catheter tip. Inject onyx les to displace dmso. Use thumb pressure only to inject onyx les. Using palm of hand to advance plunger may result in catheter rupture due to over-pressurization in the event of catheter occlusion.¿ related mdrs for this event: 2029214-2019-00417. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the procedure, the marathon catheter was reported to have ruptured during onyx injection. The patient underwent embolization treatment for brain tumor. It was reported that there was no obvious resistance while injecting onyx, and interruption time was less than 2 minutes. However, it was found that the onyx flowed out from the middle section of the catheter. The marathon had ruptured. The device was collected together with the support catheter. The procedure was completed with another device. There were no reports of patient injury in association with this event.